Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: a review of the black box history showed multiple call service (B)(4) alarms. The issue was duplicated during power up. The call service (B)(4) failure was written to the black box as a call service (B)(4) failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the original complaint, the battery compartment was cracked at the threads to the left side of the grip pad, and from the case seal to the grip pad. Additionally, the display lens was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and reported that call service alarm [069] had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.